Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event is no longer reportable.

Event description:
Additional information indicates surgical intervention did not take place since the patient is doing fine and is not experiencing pain at the ipg site anymore. The event is no longer reportable.